Manufacturer narrative:
An event of a lv cap confirm anomaly was confirmed. Based on the information received, it is suspected that the lvcap confirm was enabled without a valid set up test present, and when the user changed the at/af episode alert to off, it triggered a conflict. This is expected behavior and per requirements. The logs were not able to be retrieved for further analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and reprogramming of the device was attempted but resulted in an error message. The physician elected to take no further action. The patient experienced no adverse consequences.